Event description:
On (B)(6) 2011, pt reported the infusion cannula was "bent like an accordion" and this resulted in elevated blood glucose. This first occurred on (B)(6) 2011. Infusion headsets are inserted by hand, and pt does not have the insertion device. Blood glucose elevated to 450 mg/dl, and target blood glucose is 100 mg/dl. Pt treated hyperglycemia by injection therapy. Infusion set was requested for evaluation and replaced with a different type. The pt did not require treatment from a health care professional or second party to address the issue. Additional attempts to reach pt were unsuccessful.